Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized for the event and was treated with an unspecified anti-inflammatory drug (intraperitoneally, dose, frequency and duration were not reported). At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional information is available as the reporter declined follow up.